Event description:
The patient's friend or family member reported that the patient would like to get reprogramming to help the right side pain. The patient was getting relief on the left side. The health care professional (hcp) set up appointment for (B)(6) 2016 to meet them for programming. The event date provided was (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.